Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh and competitor product on (B)(6) 2005. Later patient expereinced mental and physical pain has undergone and will likely undergo corrective surgery or surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.